Event description:
The tubing for the medrad injector syringe would not screw down onto the injector head for contrast injection. Upon looking at the injector syringe tip, it was noticed that the tip was bent and flexible which prevents the tubing to properly connect for injection.